Manufacturer narrative:
Two devices were implanted: tgu454520 and tgu454515 conformable gore® tag® thoracic endoprosthesis. A review of the manufacturing records for the devices were not possible since the device lot/serial numbers were unavailable. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to aneurysm enlargement. Pt comorbidities: smoker.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2015 the patient underwent elective endovascular treatment. According to the report, the indication for the thoracic endovascular aortic repair (tevar), was for treatment of a an aortic aneurysm. The primary tear was in zone 4. Two conformable gore® tag® thoracic endoprostheses were implanted. No procedural complications were reported. The second post op visit the aneurysm sac measured 39.8mm and the sixth post op visit the aneurysm sac measured 51mm. Aortic enlargement greater than or equal to 5 mm was identified. Reason for aortic enlargement was not provided. No reintervention was reported to gore.